Event description:
It was reported that during a biliary stenting treatment procedure the stent would not deploy. The target lesion was in the common bile duct. An rx ws permalume 10 x 80 had been advanced and placed from the "superior" bile duct to the papilla. The physician attempted to deploy the device, but the stent would not deploy. The stent was removed from the non-bsc scope and it was noticed that the edge of the stent was protruding from the distal end of the outer sheath. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".